Event description:
It was reported by the customer that her insulin pump was alarming and upon inquiring further, it was discovered that she had been treated by paramedics for low blood glucose levels on (B)(6) of 2014. Customer stated she had returned from a trip, ate a sandwich and injecting insulin via the insulin pump but may have over treated. Customer's husband found patient unresponsive when he tried waking her in the morning and called 911. Blood glucose level was 37 mg/dl at time of treatment. Customer declined troubleshooting for low blood glucose levels. Regarding the insulin pump alarming, advised customer that the alarming was due to a sensor function enabled on her pump and assisted in turning function off. Customer's blood glucose level was 106 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.